Manufacturer narrative:
(B)(4). Concomitant medical products: cem fem stem sz 11 std x 120, item# (B)(4), lot#64039395; zb 12/14 cocr hd 28mm x -3.5, item# (B)(4), lot#2985404; distal centralizer 9mm, item# (B)(4), lot#63712104; ringloc bipolar vit e 28x41mm, item# (B)(4), lot#64900472. Report source: (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient's blood pressure dropped while implanting the cementing system during a total hip arthroplasty. The patent expired a few days after the operation. Further information in regards to the bone cement causing or contributing to the patient's death are unknown. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product was not returned, or pictures not provided. Device evaluation could not be performed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. This device is used for treatment. Medical records were not reviewed as no provided. A definitive root cause cannot be determined. No further actions have been initiated as a result of the reported event investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trend.

Event description:
No further event information available at the time of this report.